Manufacturer narrative:
E1: patient country: (B)(6). Name: tandem country: united states of america street: 11045 roselle street street 2: suite 200 city: san diego state: ca zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose of 360 mg/dl and had twenty infusion sets tubing was leaking at site on (B)(6) 2026. The infusion set was in used for one day.